Event description:
During a surgical procedure a small piece of the tip from a capio suture capturing device, ref # 831826, exp, date 2019-07-15, lot #19482938 broke off and lodged itself into the right sacral spinous ligament.